Event description:
It was reported to philips that the device has "no chargers". The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the power module, the replacement for which was offered. Due to the service cost the customer refused the replacement and decided to scrap. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device has "no chargers". There was no patient involvement.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported to philips that the device has "no chargers". The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
It was reported to philips that the device has "no chargers". There was no patient involvement.